Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 9.5 years post the initial procedure, an endoleak of indeterminate origin was reported. An intervention was completed. The physician elected to implant a suprarenal stent graft extension and a non- endologix (palmaz) stent to resolved this event. As of the date of this report, there have been no additional patient sequelae reported. Note: this patient had a previous event reported under 2031527-2014-00273. It was noted the initial and secondary produce were outside the indications of use (off label) due to the patient's anatomy.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and/or images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. However, this event is mostly user related as medical records independently assessed during the previous reported event under 2031527-2014-00273 identified that the initial implantation and previous intervention were both outside the indications of use (off label) due to the patient's anatomy. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.